Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer complaint of, failed volume test, cannot be confirmed through, pvt. No repairs needed, performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem unknown. All functional test of the device passed.

Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump registered a failed volume reading - too high (22.429), and this issue was identified during testing. There was no patient involvement.